Event description:
On (B) (6) 2009, the pt's father reported that the pt's infusion device was not working correctly. He stated that he inserted a new battery and the infusion device would not function. He stated that the display was cracked. The pt called back and stated that on (B) (6) 2009, he noticed the display of the infusion device was blank. The battery had been in use for 1.5 weeks. To troubleshoot, the pt was instructed to reinsert the battery and the display remained blank. He did not have another battery to insert for troubleshooting. He stated that the display was not cracked and the infusion device had not been exposed to water. No physiological effects were reported. The pt switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.